Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: t00005295

Event description:
It was reported patient had insufficient pain relief. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Investigation was unable to determine which lead attributed to the issue.